Manufacturer narrative:
H6: code 515 ¿ tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. An adverse event (e.g. Patient harm) appears to have occurred, but there does not appear to have been a problem with the device or the way it was used. The investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore through the ssb11-02 pivotal clinical study. On (B)(6) 2021, the patient underwent endovascular treatment of a thoracic aortic dissection, zone 2, using a gore® tag® conformable thoracic stent grafts with active control system. On (B)(6) 2021, it was reported type b aortic dissection. Reportedly related to device and endovascular procedure. On (B)(6) 2021, it was resolved without sequelae. Treatment details were not reported.